Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced product damage/deformation with the device still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: bd territory manager for texas called to find out what the correct phone number was to report a complaint. He stated that his customer wanted to report a couple of catheters where the port was broken. He did not have any details, and stated that he was on his way to see the customer, and would give them our number to call in the complaints directly, as they have more details and specifics. No other information was provided.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced product damage/deformation with the device still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown verbatim: bd territory manager for texas called to find out what the correct phone number was to report a complaint. He stated that his customer wanted to report a couple of catheters where the port was broken. He did not have any details, and stated that he was on his way to see the customer, and would give them our number to call in the complaints directly, as they have more details and specifics. No other information was provided.